Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while at rehabilitation, the patient was noted to have a subtherapeutic international normalized ratio (inr) and was placed on heparin. The patient was transfused with 1 unit of blood at rehabilitation; however, his hematocrit was still low. The patient was transferred to the implanting center where a capsule study, bleeding scan, CT angiogram, and angiogram were performed. A colonoscopy revealed an arteriovenous malformation in the jejunum which was cauterized. No further information was provided.

Manufacturer narrative:
Approximate age of device: 41 days. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.